Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was being implanted and the patient's blood pressure dropped suddenly during the implant procedure. It was determined that the lead had perforated the right ventricle. The patient was able to be stabilized with dopamine and no pericardiocentesis was needed since there was no fluid noted in pericardial space. The lead was repositioned and remains in-service. No further complications have been reported.